Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "capsular contracture grade iii. Intense mastalgia which is irradiating to the arms. Lymph node enlargement with the presence of silicone in MRI."

Event description:
Patient reported. "Capsular contracture grade iii. Intense mastalgia which is irradiating to the arms. Lymph node enlargement with the presence of silicone in MRI." This is for the right side. Device remains implanted.